Event description:
Invalid result (s). User stated that their test did not produce a result. User would not allow me to ask any questions regarding how they performed the test procedure to determine if they may have made an error.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110148 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.